Manufacturer narrative:
Patient h6 impact code has been corrected in this report.

Event description:
It was reported that the system with this cardiac resynchronization therapy pacemaker (crt-p) and left ventricular (lv) lead exhibited loss of capture and high capture threshold. The patient experienced brief ventricular arrhythmia episode which is suspected to be atrial fibrillation with rapid ventricular response. Additionally, the device had a signal artifact monitoring (sam) episode due to plugged right atrial (ra) port. Technical services (ts) recommended follow-up for lv pacing thresholds. This system remains in service and no adverse patient effects were reported.

Event description:
It was reported that the system with this cardiac resynchronization therapy pacemaker (crt-p) and left ventricular (lv) lead exhibited loss of capture and high capture threshold. The patient experienced brief ventricular arrhythmia episode which is suspected to be atrial fibrillation with rapid ventricular response. Additionally, the device had a signal artifact monitoring (sam) episode due to plugged right atrial (ra) port. Technical services (ts) recommended follow-up for lv pacing thresholds. This system remains in service and no adverse patient effects were reported.